Event description:
Patient's girlfriend contacted dexcom sales representative on (B)(6) 2015 to report patient death that occurred on (B)(6) 2015. Patient was brought to the hospital on (B)(6) 2015 for a possible leg infection and/or liver complications. Patient remained hospitalized for approximately two weeks and passed during this time. There was no alleged device malfunction. The patient was not wearing the continuous glucose monitoring system at the time of death, as all devices were removed from him upon admission to the hospital. A copy of the death certificate was provided and the immediate cause of death was right heart failure. Underlying causes of death were listed as arrhythmia and cryptogenic liver cirrhosis. Pulmonary hypertension was listed as a significant condition contributing to the death. No further event information was provided

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. A copy of the death certificate was provided and the official cause of death was listed as right heart failure.